Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in-clinic after receiving an alert. Upon interrogation, the device found to be in back up vvi mode. A device code download was performed successfully. Patient was in good condition after event and will continue to be monitored.